Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a kink. Reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an eopa arterial cannula, the customer reported that the patient was undergoing cardiac surgery requiring cardiopulmonary bypass. During cannulation of the aorta using the device, the device was observed to have a kink. The customer did not recall any packaging or product damage prior to use. The packaging had already been disposed, therefore,it could not be checked for damage. The device was not heated or cooled. There was no blood loss observed during removal/reinsertion. There was no transfusion required. The device was used to complete the procedure as the device was removed, straightened and reinserted in a straight position. There was no adverse patient effect associated with this event. Medtronic received additional information that the pump was on the patient¿s left hand side but the arterial line of the extracorporeal circuit (ecc) was not attached when the kink was noted. Sutures are not used at the arterial cannulation site. The arterial cannula was secured by tourniquets snuggers. The kink was noticed after snugging and the snuggers were in the general region of the kink but the clinician cannot be more specific. The same reinsertion site was used.